Event description:
During a transfer from an active floor lift, one of the sling loops broke. The pt did not fall to the floor but it was reported that the caregiver suffered an injury to their back and was taken to emergency where he was kept for observation.

Manufacturer narrative:
Further info will be provided upon conclusion of the MFR's investigation.